Event description:
It was reported that thrombosis occurred. The patient was on an oral anticoagulant (oac) regimen prior to implant, and it was not interrupted pre-procedurally. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect transseptal dilator through a watchman fxd curve access system (was). Heparin was administered and the activated clotting time (act) was 297 seconds. The was advanced into the laa, and a thrombus was noted to have formed on the tip of the sheath on imaging. The thrombus was aspirated, yet per the physician the was not removed or flushed outside of the patient. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. Another thrombus was noted on imaging attached to the core wire of the wds. The wds was deployed, and release criteria was quickly met so the closure device was implanted. The thrombus was aspirated as the core wire of the wds was retracted. The thrombus remained on the was tip visible on tee. The wds was removed with tee guidance as thrombus remained visible on the was tip. Mechanical thrombectomy was performed and the thrombus was retrieved. Tee confirmed there was no additional thrombus. The was removed, and the procedure was concluded, and the patient fully recovered. Per the physician that the patient was hypercoagulable.